Event description:
Edwards received notification of a pascal ace precision in tricuspid position. First pascal ace precision was placed antero-septal, 2-8 clocking. Lot of tension visible with slight opening of device in fluoroscopy. When second pascal ace precision device was attempted to be placed posterior it was seen that first device was detached from septal leaflet, so it was decided to put the second device commissural with good stabilization. Third pascal ace precision device placed postero-septal, 3-9 clocking. There was overall acceptable reduction of tr grade 5 to 3. From physician's perspective, there was no malfunction of pascal, unfortunately there was too much tension at leaflets with big gap and torrential tr. Physician was satisfied with the result. During the 30 day follow up, the patient showed symptoms of cardiac decompensation like dyspnea and lower leg edema. The diuretic medication dose was increased.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Outcomes attributed to adverse event: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. Device evaluated by MFR: implanted.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through clinical specialist reporting. Potential contributing factors to the sldas are anatomical or procedural factors based on the report of leaflet tension. Furthermore, a DHR review was completed and no nonconformances related to the complaint event were identified.